Event description:
It was reported the patient went to the emergency room (ER) via ambulance due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 22 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment the paramedics administered glucagon and transported the patient to hospital where doctors placed patient on intravenous therapy of fluids. The patient was released several hours later when bg levels returned to normal range.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.